Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, the wire on the pk dissecting forceps instrument was observed to be sticking out.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as microscopic and visual inspection of the instrument found no wire or cable broken or damaged within the jaw assembly. Engineering evaluation also found that one grip was bent, causing side to side misalignment of grips. There was a 0.02 offset at the tips. The grips did not meet together once the grips were closed. Engineering concluded that the damage was likely due to overloading at the tip excessive force applied normal to the grip. One cautery pin was also found bent at the pk riser and the cautery plug could not be inserted flush with the pin.